Manufacturer narrative:
The apcapplicator was thoroughly inspected and tested (note: the erbe apc 3 continues to be used by the customer; therefore, the unit was not available for an examination). The apcapplicator was found to be functioning as intended and no material or manufacturing defects were observed. The evaluation included a visual inspection and an electrical function check of each of the apcapplicator's button features. The apcapplicator was/is within specifications and all features were/are functioning properly. The serial number of the apcapplicator was not provided, therefore, a review of the device history record (DHR) could not be performed. In conclusion, no problems were found with the apcapplicator that would have caused or contributed to the incident. Based on the results of the evaluation of the apcapplicator, the error pattern (continued unintended activation) was unable to be reproduced. Therefore, it remains unclear how the unwanted activation occurred or what caused the patient burn. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an apcapplicator was involved in a patient incident during a valve replacement procedure. The apcapplicator was used with an erbe argon plasma coagulation model apc 3 (apc/unit) (part number 10135-000 and serial number information not provided). No information was provided regarding the apc's settings, or any other accessory used during the operation. The user conveyed to erbe that the apcapplicator continued to activate the apc after the coagulation button was released. At the end of the procedure, a burn was observed on the patient's collarbone. No description of the lesion (burn) was provided, however per the report, treatment was not necessary.